Event description:
I have had this machine since 2014 and bought a soclean machine about 2 years later, I have used a CPAP since 2004, I cannot sleep at all without this machine. Starting last november I started waking up all during the night, sinus headache, nose running, lasting all day. It is getting worse daily, I hand clean my CPAP at least once a week and use the soclean every day. I put new filters in both machines regularly. I started using a CPAP after I had a heart attack in 2004 and had bypass surgery. Since that time I have had several heart attacks, and am now on a lvad this condition from my CPAP and or my soclean machine is slowly taking my life, I cannot go without some sort of sleep aide. I still need to use this machine to get any rest. I am (B)(6) and live only on social security, please help. Got the present CPAP from the (B)(6) in 2014 and have not had a test since. When I call the (B)(6) they tell me they are waiting on responses from you company. FDA safety report ID # (B)(4).

Event description:
I have had this machine since 2014 and bought a soclean machine about 2 years later, I have used a CPAP since 2004, I cannot sleep at all without this machine. Starting last november I started waking up all during the night, sinus headache, nose running, lasting all day. It is getting worse daily, I hand clean my CPAP at least once a week and use the soclean every day. I put new filters in both machines regularly. I started using a CPAP after I had a heart attack in 2004 and had bypass surgery. Since that time I have had several heart attacks, and am now on a lvad this condition from my CPAP and or my soclean machine is slowly taking my life, I cannot go without some sort of sleep aide. I still need to use this machine to get any rest. I am (B)(6) and live only on social security, please help. Got the present CPAP from the (B)(6) in 2014 and have not had a test since. When I call the (B)(6) they tell me they are waiting on responses from you company. FDA safety report ID # (B)(4).